Event description:
It was reported that there was an unk liquid inside the handpiece. This was discovered during repair. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint was confirmed and samples of the fluid are being investigated. The device was repaired and returned to the customer. An update will be made if the investigation requires.